Event description:
It was reported the patient had an injury and stimulation only worked when they raised their arm above their head. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #6000032-2013-00010. The patient has two devices and it was unclear if the event related to one or both of their devices.

Manufacturer narrative:
Concomitant medical products: product ID 7496-25, serial# (B)(4). Product type: extension: product ID 7496-25, serial# (B)(4). Product type: extension: product ID 7495-40, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7495-40, serial# (B)(4). Product type: extension: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 7427, serial# (B)(4), implanted: (B)(6) 2000. Product type: implantable neurostimulator: product ID 3987a, lot# n088746, implanted: (B)(6) 2007. Product type: lead: product ID 3987, serial# (B)(4), implanted: (B)(6) 1996. Product type: lead. (B)(4).